Event description:
It was reported that over the past few months, the patient's vns battery has decreased, and the patient isn't doing as well with vns, which is understood to mean an increase in seizures. The patient underwent generator replacement due to battery depletion. The explant facility is known to discard all explants. No additional relevant information has been received to date.